Event description:
Drug library does not support the use of concentration limits. This deficiency can lead to a serious adverse event and/or death if the clinician programs the infusion pump incorrectly.